Event description:
Info received indicated that the left siderail would not latch.

Manufacturer narrative:
The hill-rom found that the latch was dirty. He cleaned and lubricated the latch to resolve the issue.